Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported " exchange from textured to smooth implants due to the patient's concerns with the product and implant keeps flipping". This record is for the right side. Device remains implanted.